Manufacturer narrative:
See manufacturer report # 2029214-2021-01555 for another device involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced a urinary tract infection and fever 5 days after a solitaire procedure. The patient was administered antibiotics and was hospitalized from (B)(6) 2021 to (B)(6) 2021. The event was noted as recovering/resolving. The adverse event was not the result of a device deficiency. The site assessed the event as not related to the disease under study, an underlying condition, the device, or the procedure. The sponsor assessed the event as possibly related to the procedure. The patient was undergoing treatment for a clot located in the m1 section of the right middle cerebral artery. The patient's pre-procedure mtici score was 0, and post-procedure it was 3. The patient's nihss score was 28. The following test results were taken on (B)(6) 2021: cell blood count was 9.29g/l, creatinine was 205mcmol/l, hemoglobin was 87g/l. Ancillary devices include a react 71 catheter.